Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer did not have the continuous glucose monitor sensor connected, therefore, the control iq features did not automatically adjust insulin as the customer expected. The customer consumed carbohydrates to address bg level. The customer continued to use the pump for insulin therapy.